Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Loose brush head and screw in throat [foreign body]; almost suffocated [suffocation feeling]; while brushing teeth, had a loose brush head and screw in throat [device breakage]. Case description: a female consumer, age unspecified, reported via e-mail on 30-jun-2016 that while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, he/she had a loose brush head and screw from an oral-b power oral care refills precision clean in her throat. The consumer stated she almost suffocated, since it shot down her throat. The consumer noted that she put this new brush head on her toothbrush last week. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
09-sep-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Loose brush head and screw in throat [foreign body]. Almost suffocated [suffocation feeling]. While brushing teeth, had a loose brush head and screw in throat [device breakage]. Product counterfeit. Case description: a female consumer, age unspecified, reported via e-mail on (B)(6) 2016 that while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, he/she had a loose brush head and screw from an oral-b power oral care refills precision clean in her throat. The consumer stated she almost suffocated, since it shot down her throat. The consumer noted that she put this new brush head on her toothbrush last week. The case outcome was recovered. No further information was provided. 30-dec-2019: this follow-up #1 report is being resubmitted to correct an error in the manufacturer report number. This report was incorrectly submitted as 3000032531-2016-00332. The correct manufacturer report number is 3000302531-2016-00332.